Event description:
Additional information was received which noted that the right ventricular (rv) lead impedances were also greater than 3000 ohms. A lead safety switch had been triggered due to the high ra and rv lead impedance measurements. There was ra and rv noise noted in unipolar configuration due to the lead safety switch. The device had been reprogrammed to unipolar configuration on the ra lead and impedance measurements had been stable. The device was programmed back to bipolar configuration and the ra and rv impedance measurements were greater than 3000 ohms and there was no capture. Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that something had previously fallen on the patient¿s chest. An x-ray was subsequently performed which revealed that one of the leads appeared to be fractured near the device. The physician believed both of the leads were fractured. Troubleshooting was performed which showed ra and rv impedance measurements of greater than 3000 ohms and no capture at maximum outputs while in bipolar configuration. Lead measurements were normal in unipolar configuration. The device sensitivity was reprogrammed. The patient was not pacemaker dependent. The physician would continue to monitor the patient. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker exhibited high right atrial (ra) impedance measurements that resulted in a lead safety switch occurring. Impedance measurements were greater than 3000 ohms in unipolar mode. Ra noise, oversensing and inappropriate atrial tachy response (atr) episodes were also noted. Patient isometrics were performed which reproduced the ra noise when the patient pressed their hands together. The patient complained of feeling dizzy and noted that it felt at times that the device was misplaced in the pocket. The patient was going to be referred to their physician. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that a surgical revision was performed. The device was moved from the left side to the right side of the patient's chest. The leads were not tested via the pacing system analyzer (psa) during the revision. It was noted that one of the leads appeared to be fractured on an x-ray; however, it was unknown which lead was fractured. No additional adverse patient effects were reported. The device remains in service.